Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced diaphragmatic stimulation. Boston scientific technical services (ts) discussed options and sounds like local representative did all the testing. Ts referred patient to physician. In addition, the device is operating normally. Additional information from the field representative was obtained which indicated that a revision was made. To date, the device remains in service. No additional adverse patient effects were reported.